Event description:
It was reported that multiple pump motor stalls occurred and were confirmed by telemetry. The first stall began 2015 (B)(6)5 at 0743 and did not recover until 2015 (B)(6) at 2102. There were numerous motor stalls and recoveries since then with no premature elective replacement indicator (eri) or reset confirmed. Another motor stall had occurred on 2015 (B)(6) at 1754 with recovery at 1947, and again at 2027 with recovery at 2054. The duration of the motor stalls was varying. The most recent motor stall occurred on 2015 (B)(6) at 0620 with no recovery as of the date of the report. The last pump refill was on 2015 (B)(6) and the current expected residual volume (erv) per the physician programmer was 35.8ml. The patient was asymptomatic with the pain level still the same and no withdrawal symptoms. Following initial pump telemetry on 2015 (B)(6), there was no indication the pump had stalled on the physician programmer screen. The cause of the motor stalls was unknown. The pump dose was reduced to minimum rate and the patient was referred to a neurosurgeon for explant. Patient outcome was reported as ¿patient not recovered; symptoms/issues ongoing¿. The device system delivered fentanyl and tetracaine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the pump found a pump motor train anomalies related to corrosion and/or wear and/or lubrication and to a stall due to shaft bearing. The pump was found to have a deformed pump tube on the pumphead.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Product ID 8709sc, lot# n192955003, implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the pump was replaced due to a malfunction. The patient was currently receiving therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.